Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the distal tip measuring 54.2cm was returned for analysis. Internal insulation abrasion was noted at 11.2-12.7cm from the distal tip. The etfe coating was intact at this location. Reliability laboratory technician. St. Jude medical crmd reliability laboratory.

Event description:
This report is to advise of an event observed during analysis.